Event description:
It was reported the patient's right hip was revised due to chronic dislocation. The shell, liner, and head were revised to a biolox head and sleeve, and competitor acetabular components.

Manufacturer narrative:
It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation. Device not returned.